Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified no anomalies. Device interrogation revealed the device had reached end of life (eol) but had not gone into safety core. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(4), 2015 after a 41 joule shock was attempted. The device battery status moved to eol due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead presented to the emergency room after receiving a shock. It was reported the device had gone into safety core. Upon interrogation, the device displayed a code 1004 indicating a shorted lead condition was detected. Additionally, a code 1007 was displayed indicating a charge time out had occurred. An invasive procedure was performed. The device and lead were explanted and successfully replaced. No additional adverse patient effects were reported.